Manufacturer narrative:
(B)(4). Pump was received with blank display due to moisture damage on electronic assembly. Unable to verify change/battery lasts less than expected or battery power loss alarm due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had low battery and replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.